Event description:
It was reported that the patient presented to the hospital for a post-operative check and it was noted that the atrial lead exhibited loss of capture. The patient had recently undergone dialysis and placement of the catheter caused the atrial lead to dislodge. The lead was explanted and replaced. The patient tolerated the procedure well and was discharged home the following day.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.